Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer wife reported via phone call that they experienced high blood glucose level of 416 mg/dl. The customer wife states he had no symptoms but customer had diabetic ketoacidosis treated by going to the hospital did not give us a date of when he was at hospital. Customer's blood glucose value was 416 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017 and will contact their healthcare professional. Customer declined to continue troubleshoot for high readings. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.